Manufacturer narrative:
No data or lot information was provided for review and investigation. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver. There is no indication of a product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged a discrepant result for a single patient while using the cobas® sars-cov-2 test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform (bd-max system) which yielded a negative result for sars-cov-2. The initial positive result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.